Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Additional information was reported that the patient experienced inflation issues due to fluid loss due to prolonged use of the implant. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.